Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was pre-loading the device, a clip slipped out from the body before he fired the instrument. Also, some clips were out of shape. There was no fatal effect for the patient, but the surgeon had to spend an additional five minutes for the surgery. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.